Manufacturer narrative:
Device code a050502 captures the reportable event of device misfired. Conclusion is being used in lieu of an adequate conclusion code for device not returned. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, an analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during an anterior repair with sacrospinous ligament fixation procedure performed on (B)(6) 2022 for the treatment of prolapse. During the procedure, the capio carrier extended but the dart was not caught in the cage. The physician made sure that the dart was correctly loaded, but the device still didn't work. Reportedly, the device deployed without the device being actuated. The procedure was completed with another capio slim device. There were no patient complications reported as a result of this event.